Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4). Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported by the customer that they encountered the needles used to inject lidocaine, being blocked as well as the t connector tubing lumen being blocked. Verbatim: pi-is verbatim: mat# tpt1000 I¿m hoping you can assist. We have a product complaint with tpt1000 which I understand from our vyaire respiratory rep is owned by bd. I need some assistance in navigating reporting the issue noted below for documentation purposes. Last week while attempting to perform a thoracentesis on the step-down unit, I encountered numerous problems with the equipment dash tray. The needles which we would use to inject lidocaine where physically blocked, and I was unable to inject anything through them. The t connector tubing lumen was also blocked, and I was unable to inject or aspirate through it. Additional information received (B)(6) 2022. There was no harm to the patient as a result of this rl. To complete the procedure, multiple thoracentesis kits were opened to piece together a complete kit. I do not have the lot number or the faulty supplies, as they were not saved. There were not missing pieces, the kits were opened due to the blockages. I do not have any pictures.